Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "iab failure to unwrap". As a result, the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".